Event description:
It was reported that a cervical plate was pulling away from the bone postoperatively following a two level corpectomy and fusion. The plate was removed without complication.

Manufacturer narrative:
During a corpectomy procedure, significant bone removal resulted in reduced screw purchase and subsequent lifting of the plate.